Event description:
The pt reportedly hit her head. External equipment has been exchanged; however, this has not resolved the problem. Testing of the device indicated that the device is not functioning. The device was explanted and replaced with another advanced bionics device.